Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was admitting tone volume variability; data was then submitted for an engineering analysis. Engineers were able to provide guidance around the tone volume concerns and confirmed no suspicious fault or resets however, it was noted that an abnormal increase in battery consumption was occurring. Further data analysis confirmed the device was depleting prematurely. Device replacement was recommended within the next two months and later confirmed successfully completed. The explanted device is expected to be returned for laboratory analysis. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this device was admitting tone volume variability; data was then submitted for an engineering analysis. Engineers were able to provide guidance around the tone volume concerns and confirmed no suspicious fault or resets however, it was noted that an abnormal increase in battery consumption was occurring. Further data analysis confirmed the device was depleting prematurely. Device replacement was recommended within the next two months and later confirmed successfully completed. The explanted device was returned for laboratory analysis. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.